Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no devices, photos, patient factor information, surgical notes or x-rays were received. Pain can be influenced by many factors. These factors include, but are not limited to patient weight, pt activity, bone quality, implant size, surgical technique, and rehabilitation program. Therefore, a definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. (B)(4).

Event description:
It is reported that the pt is experiencing pain.